Manufacturer narrative:
The commander delivery system was not returned to edwards lifesciences for evaluation. Images were provided, however the images only show the implanted valve at the end of the case. The images do not provide any additional information about the delivery system. A review of DHR, complaint history analysis, and manufacturing mitigation did not reveal any indications that a manufacturing non-conformance of the delivery system was the source of the complaint. No IFU/training deficiencies were identified. Of note, this was a commercial case in which a sapien 3 (s3) valve was used with a commander delivery system in the pulmonic position. The s3 is not available commercially for a pulmonic case in the united states at this time; therefore, the procedure was off-label use which may have contributed to complaint event. Due to the device not being returned and no imagery being provided, the complaint for ¿balloon - torn¿ was unable to be confirmed. Review of the device history record and manufacturing mitigation supports that a manufacturing non-conformance did not contribute to the complaint. Engineering studies have shown that performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment it can result in higher than usual valve alignment forces, and can potentially contribute to the tear between the inflation balloon and crimp balloon if excessive force is used to try and achieve final alignment position. Although the condition during valve alignment in this case is unknown, if the alignment were performed in a non-straight section, it is likely that this may have contributed to the observed tear. Of note, there were no difficulties reported with de-airing of the device, which indicates that the defect was not present out-of-box. Therefore, the reported tear likely occurred during the procedure, before inflation and deployment. Available information suggests that patient/procedural factors contributed to the complaint; however, a definitive root cause is unable to be determined at this time. Since no manufacturing non-conformance, and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions are required. Review of complaint history revealed that the occurrence rate does not exceed control limits for this trend category. Therefore, no corrective or preventative action is required.

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported by the clinical specialist, during a congenital pulmonic case, implanting a 26mm s3 within a failed paramount valve, the balloon failed to inflate to implant the valve. Contrast came out. Upon removal of the valve, delivery system, and sheath, it was apparent that proximal end of the balloon, near the I/c bond, was the source of the leak. A 23mm s3 valve was available and was ultimately used to complete the procedure. The delivery system will be returned for evaluation.